Event description:
It was reported that air embolism and st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. The physician positioned the watchman fxd curve access system (was) in the laa of the patient. A 31mm watchman flx laa closure device & delivery system (wds) was inserted into the was. While the physician was discussing the plan to deploy the closure device, it was noted that the transesophageal echocardiogram imaging was difficult to visualize. Upon inspection, it was realized that the entire bag of pressurized fluid was administered along with air that they had not purged from the bag. The wds was removed and the physician began aspirating air from the la and laa. The physician was able to remove 30ml of air via aspiration. Inotropic and pressors were given to the patient and the patient received cardiopulmonary resuscitation (CPR) during this time. The patient experienced an st segment elevation at this time as well. This event lasted around 15 minutes before the physician was unable to aspirate anymore air out of the laa. A new 27mm watchman flx laa closure device was used to complete the procedure and trap any remaining air behind the closure device. The patient was kept overnight for observation and to have neurological checks the next day. The next day all the neurological checks were normal and there were no residual effects from this event. The patient was fine following these events and was discharged from the hospital 1 day post procedure.